Event description:
Report of explant of pump due to "infection - wound breakdown" received per the product return form. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available.